Event description:
Spontaneous call. Pt states that pump is alarming for high pressure and observes no kinks in her line. Pt is able to use backup pump just fine. Pt reports no changes in breathing. Pump will be sent for replacement. No other info known. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.